Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. Product review of the meshgraft ii on february 12, 2020 revealed that the calibration and sample mesh could not be taken due to the damaged components. The roller, cutter, handle, and bushing housings needed replaced. Repair of the meshgraft ii was performed by zimmer biomet surgical on february 12, 2020 which included replacement of the screws, handle, cutter, roller, and bushing housings. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested.the device will not be returning to the customer as they requested it be scrapped after the repair was completed. While the returned product investigation confirmed that the meshgraft ii had a damaged roller and cutter, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the screws, handle, cutter, roller, and bushing housings were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the grooves on roller is damaged and the blade is dull and not meshing well. The event timing was not specified. There was no harm or delay. No adverse events were reported as a result of this malfunction.